Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found> it was also noted that the proximal conductor was distorted and the lead was damaged at implant. The analyst noted that the lead does not appear to be implanted as the lead is clean and does not have set screw marks.

Event description:
It was reported that the helix of the lead took too many turns and would not extend during an implant. The lead was not used. No patient complications have been reported as a result of this event.